Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have led segments which failed to illuminate. Internal examination revealed corrosion on the system board due to fluid ingress. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that the unit is missing led display segments. No consequences or impact to patient were reported.